Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on : (B)(6) 2006, the patient presented with preoperative diagnosis of lumbar spondylosis with spondylolisthesis l5-s1. He underwent l5-s1 posterior lumbar fusion with pedicle screw. Per medical records, the patient was prepped and draped and midline incision was made from l5-s1. A rongeur was used to remove the spinous process of l5 and s1. The pedicle screws were placed from alphatec measuring 45 mm x 6.5 mm in width at the l5 pedicle and 40 mm x 6.5 mm at s1 pedicle. A 50 mm rod was placed bilaterally with top locking screw tightened to 100 newton . The morselised cancellous allograft was placed over the facet joint and transverse processess at the l4-5 and l5-s1 levels. No evidence of csf leakage. On (B)(6) 2007, the patient presented with lumbar spondylosis at l5-s1. The surgeon performed exploration of the fusion, removal pedicle screw instrumentation . Per op notes, the patient was prepped and fusion didn't appear to be solid and screws were removed and then rods were removed bilaterally with atech system. Firstly locking screws followed by rods were removed followed by pedicle screw. The morselised cancellus allograft was then placed within the defects created by the pedicle screws along the lateral gutters. Attention was then moved to left buttocks across from the tail bone where a 2 cm incision was performed. Bovie electrocautery was used to incise the subcutaneous tissues. A blunt obturator was passed to the sacral promontory. Series of dilators were passed and 9.5 mm drill was used to create working channel into the l5-s1 disk space. This was followed by placement of morselised cancellus autograft harvested from the sacrum as well as rh-bmp2/acs and cancellus crystals. A lag screw was placed at the inferior portion of instrumentation to prevent migration of the bone material out of the construct. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.